Manufacturer narrative:
Initial reporter health professional was inadvertently checked; the reporters title is unknown at this time. As of 03mar2022, the reported device in question has not been received for evaluation. Therefore, the investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus during reprocessing the evis exera iii video system the light on the unit is on. An olympus sales representative was onsite and confirmed the front panel and keyboard is non-functional when turning on the processor. Roughly twenty (20) minutes after the processor goes back to normal without operator interaction. The customer indicated they are still using the device with some limitations. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was unknown whether the phenomenon was attributed to the subject device as the device was not returned to the repair. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.